Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. On the evening of (B)(6) 2023, the patient experienced a sensor error, therefore, the patient put on a new sensor. However, the transmitter was unable to pair with her tandem insulin pump. The patient had a second transmitter at home and was able to start over with a new sensor insertion (paired with the new (second) transmitter). The sensor was inserted into the abdomen. This transmitter worked, however, by this time, the patient had been without sensor reading for about 5 hours. By the morning of (B)(6) 2023, the patient started vomiting. It was reported that the cgm was still showing no readings and a bg was checked and it was "high". Therefore, the patient went to the emergency room (ER) for further assistance. The patient was admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka). At the hospital, the patient bg was tested via fingerstick and was found to be 1200 mg/dl. The hospital staff took her pump off and she was treated with an insulin drip. She recovered after receiving treatment and was discharged two days later on (B)(6) 2023. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.